Event description:
It was reported that a spectrum iq infusion pump alarmed constant downstream occlusion. This occurred during testing in the biomed service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information: d9, h3, h6, h11. H11: the device was received for evaluation. During evaluation, the reported problem of 'downstream constant' was not reproduced. A review of the event history log (ehl) revealed occurrences of 'downstream occlusion' messages. The reported condition was verified. The cause of the condition was determined to be downstream/force out of specifications. The downstream/force sensor will be recalibrated to correct the reported problem. Should additional relevant information become available, a supplemental report will be submitted.